Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch surestep meter was reading inaccurately low. The pt currently takes sliding-scale humalog insulin based on his meter readings. He also takes lantus insulin every night. The pt indicated that the alleged meter issue started on an unspecified date/time a yr ago. The pt was unable to provide any specific meter readings but mentioned that the meter "must have been reading inaccurately" last yr since he suffered a "low blood sugar reaction" where he fell unconscious two hrs after testing with the reported meter. It is unclear if the pt felt as though the meter read inaccurately high or low before, during, and/or after the event. The pt added that he was treated by paramedics with glucose pills. The pt was unable to recall additional details of the event. However, he mentioned that at the time, he was taking set dosages of humalog insulin. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers but was not cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of a serious injury and was treated with glucose pills from paramedics because the meter had read inaccurately at the time. The pt was unable to specify if he felt as though the meter read inaccurately high, low, or erratic before the reported event occurred. The pt was also unable to provide any meter readings related to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.